Manufacturer narrative:
Subject device implanted.

Event description:
It was reported that in order to achieve persistent patency of the angioplastied right internal carotid artery (ica), the physician deployed a stent. Imaging post stenting showed good dilation of the distal aspect of the stent; however, image revealed "slightly suboptimal or incomplete expansion of the proximal part of the stent." The physician attempted to advance a balloon guide catheter through the stent in response to the event; however, potential motion of the proximal stent tines could be observed. The physician believed that it was not safe to attempt further advancement through the stent; therefore, the procedure was terminated without attempt at mechanical thrombectomy or revascularization of the ica due to timing of the procedure. The patient was reported to be in stable condition.

Event description:
It was reported that in order to achieve persistent patency of the angioplastied right internal carotid artery (ica), the physician deployed a stent. Imaging post stenting showed good dilation of the distal aspect of the stent; however, image revealed "slightly suboptimal or incomplete expansion of the proximal part of the stent." The physician attempted to advance a balloon guide catheter through the stent in response to the event; however, potential motion of the proximal stent tines could be observed. The physician believed that it was not safe to attempt further advancement through the stent; therefore, the procedure was terminated without attempt at mechanical thrombectomy or revascularization of the ica due to timing of the procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, analysis cannot be performed. Based on the information available, it is probable that procedural factors influenced the stent behavior limiting its performance during procedure. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that in order to achieve persistent patency of the angioplastied right internal carotid artery (ica), the physician deployed a stent. Imaging post stenting showed good dilation of the distal aspect of the stent; however, image revealed "slightly suboptimal or incomplete expansion of the proximal part of the stent." The physician attempted to advance a balloon guide catheter through the stent in response to the event; however, potential motion of the proximal stent tines could be observed. The physician believed that it was not safe to attempt further advancement through the stent; therefore, the procedure was terminated without attempt at mechanical thrombectomy or revascularization of the ica due to timing of the procedure. The patient was reported to be in stable condition.